Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within a patient¿s lower esophagus on (B) (6) 2010. According to the complainant, the patient presented with a six centimeter stenosis in the lower esophagus near the cardia of the stomach, which was not dilated prior to the stenting procedure. During the procedure the stent was positioned within the patient¿s esophagus. During deployment of the stent, resistance was encountered and only 80% of the stent was able to be deployed. The physician was also uncomfortable with the placement as the stent advanced near the cardia of the stomach. The physician inserted an overtube over the un-deployed stent, in order to dilate the stricture site and to reposition the stent. The stent was then able to be fully deployed. The stent however, was deployed in an unintended position; therefore the physician implanted a second ultraflex esophageal covered stent. The procedure was successfully completed with the two ultraflex esophageal covered stents. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B) (4) (medical intervention required), (stent positioning/placement issue and additional stent required). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.